Event description:
It was reported that while a clinician was using a bd vacutainer sst ii advance tube to collect a blood sample from a patient, the hemoguard cap got stuck inside the holder making it difficult for the clinician to extract the tube. This difficulty caused the bd vacutainer eclipse blood collection needle with pre-attached holder, that was also being used, to be pulled out of the patient's vein and the clinician obtained a needle stick injury. The patient is (B)(6) for (B)(6), thus both the patient and clinician received post exposure lab work. It was also reported that no special treatment or medical interventions were provided. The information for the bd vacutainer sst ii advanced tube is as follows: brand name: bd vacutainer sst ii advance tube. Common device name: venous blood collection tube. Catalog#: 366468. Lot#: 4238058. Expiration date: 02/29/2016. Device manufacturer date: 08/01/2014.

Manufacturer narrative:
Results for the bd eclipse blood collection needle: a sample is not available for evaluation. A review of the device history records for the bd eclipse blood collection needle could not be performed as a lot number for this incident was not provided. Results for the bd vacutainer sst ii advance tube: two unused samples and photographs of the device were returned for evaluation. Visual evaluation of the returned photographs and samples identified an area of mechanical damage on the caps where a small tear had been made in the bottom of each cap, most likely by them becoming caught in part of the processing machinery. The returned tubes were placed in single use holders and the tubes came out easily when holding the holder in one hand and the tube in the other. Two hundred retained samples from the same lot were evaluated and no examples of this defect was identified. A review of the device history records for the bd vacutainer sst ii advance tube revealed no irregularities during the manufacture of reported lot number 4238058. Conclusion for the bd eclipse collection needle: without a sample an absolute root cause for this incident cannot be determined. If additional information is received, a supplemental report will be filed. However, this reported incident was caused by the related issue with the bd vacutainer sst ii advance tube. Conclusion for the bd vacutainer sst ii advance tube: it is concluded that the plastic around the base of the caps likely became caught in the assembly conveyor system, resulting in them being pinched pir #(B)(4).